Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed button error and the customer was unable to clear it. Customer's blood glucose reading at the time of the call was 18.0 mmol/l and has treated prior to the alarm. Customer stated that the insulin pump may have been exposed to moisture while out on the boat. No further information reported.

Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. No button error alarm during testing. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Insulin pump had a cracked reservoir tube lip, missing end cap sticker, scratched reservoir tube window, scratched case and minor scratched lcd window.